Event description:
The pt's total device system was explanted due to a suspected infection in the neurostimulator pocket. The pt was sent to recovery having tolerated the procedure without any further negative sequela.

Manufacturer narrative:
(B) (4).